Event description:
It was reported that there was high thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. An attempt was made to put in a new rv lead on the left side but was too tight and the lead would not advance. The rv new lead was placed on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and there was a breach in the outer insulation due to rib/clavicle. It was also noted that the distal electrode was covered in blood and body tissue, the outer insulation had a cosmetic depression, and the conductor had blood (not obstructed). Add'l device: sedr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).